Event description:
It was reported the customer had several no delivery alarms on their insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the no delivery alarms were resolved with a complete set change. The customer was advised to call back if the issue recurred to troubleshoot. The sensor gave lost sensor alarms. The cannula was not bent.